Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Sales rep reported during knee surgery, the surgeon was impacting the femoral trial and a piece broke off which was recovered and removed from the patient.